Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. A visual inspection was performed and the reported condition was confirmed as a separation was observed between the tubing and y-site. Closer visual inspection revealed that there was a lack of solvent application. A batch review was performed on the reported lot with no deviations found. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer reported one (1) light sensitive drug set with the port of the administration set detached. The sample is available. Patient injury and medical intervention were not reported for this event. Patient not involved.